Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft3 iii (ft3 iii), and elecsys ft4 ii assay (ft4ii) on a cobas 6000 e 601 module and a cobas 8000 e 602 module compared to a abbott architect i1000. Patient identifiers = (B)(6). Please refer to the attachment to this medwatch for relevant patient data. The discrepant results are highlighted. The erroneous results were reported outside of the laboratory, but were questioned by the physician. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4) and the cobas e602 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the falsely elevated value of the ft3. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."